Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were tried to deliver therapy but were not getting flow in an arctic sun device. They had already changed pads and devices (sn (B)(6)). Current device was (B)(6). Flow rate (fr) was 0lpm. Stopped therapy. Emptied and disconnected pads. Started manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.0psi, 54 percentage, pump hours were 1636 and system hours were 1720. Asked nurse to send (B)(6) device to biomed labeled no flow. Moved to s/n (B)(6). Placed device in manual mode without pads attached. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -6.8psi, 51%. Connected pads one at a time. Left thigh (0.8lpm, -7.1psi, 29%), left chest (1.8lpm, -7.2psi, 50%), right thigh (2.4lpm, -7.3psi, 60%). Right chest (3.0lpm, -7.2psi, 75%). Disabled manual mode and connected patient probe to second device. Therapy started. Flow rate (fr) was 2.5lpm. Second call received same day. Post cardiac arrest. Nurse stated that the patient had been on therapy for a bit and still not meeting targeted temperature (tt). Shift before had trouble and called to troubleshoot but not sure what the issue was. Patient temperature (pt) was 36c, targeted temperature (tt) was 33c, water temperature (wt) was 5c, water flow rate (wfr) was 3.3 l/m. Patient had full coverage with 5 pads attached. Nurse denied any seizure activity. Patient was currently shivering but they were treating the shivering according to their protocol. Confirmed device appeared to be working appropriately and issues with cooling point were patient related. Consult physician and protocol for additional options to address heat generation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were tried to deliver therapy but were not getting flow in an arctic sun device. They had already changed pads and devices (sn (B)(6)). Current device was (B)(6). Flow rate (fr) was 0lpm. Stopped therapy. Emptied and disconnected pads. Started manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.0psi, 54 percentage, pump hours were 1636 and system hours were 1720. Asked nurse to send (B)(6)device to biomed labeled no flow. Moved to s/n (B)(6). Placed device in manual mode without pads attached. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -6.8psi, 51%. Connected pads one at a time. Left thigh (0.8lpm, -7.1psi, 29%), left chest (1.8lpm, -7.2psi, 50%), right thigh (2.4lpm, -7.3psi, 60%). Right chest (3.0lpm, -7.2psi, 75%). Disabled manual mode and connected patient probe to second device. Therapy started. Flow rate (fr) was 2.5lpm. Second call received same day. Post cardiac arrest. Nurse stated that the patient had been on therapy for a bit and still not meeting targeted temperature (tt). Shift before had trouble and called to troubleshoot but not sure what the issue was. Patient temperature (pt) was 36c, targeted temperature (tt) was 33c, water temperature (wt) was 5c, water flow rate (wfr) was 3.3 l/m. Patient had full coverage with 5 pads attached. Nurse denied any seizure activity. Patient was currently shivering but they were treating the shivering according to their protocol. Confirmed device appeared to be working appropriately and issues with cooling point were patient related. Consult physician and protocol for additional options to address heat generation.